Event description:
It was reported that a pt underwent a transobturator mid-urethral sling procedure. Upon follow up, a vaginal mucosa revision was required. It was noted that the mesh needed to be trimmed and the incision was closed to prevent vaginal erosion. A full recovery is expected. No further info forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met it's specifications. Our directions for use outline appropriate placement, access and maintenance procedures. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product/device family with regard to the reported failure mode.